Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed lesion in the left main coronary artery (lmca). A non-abbott stent delivery system (sds) was advanced without resistance to the left anterior descending artery over a balanced middle weight (bmw) universal guide wire. An unspecified balloon dilatation catheter (bdc) was advanced over a non-abbott guide wire to the left coronary circumflex artery (lcx). The non-abbott stent was deployed in the lmca and bdc was inflated in the lcx using the kissing balloon technique. The non-abbott guide wire was re-inserted into the lcx through the deployed non-abbott stent. Angiography was performed and the bmw guide wire was not visible. The guide catheter was removed out of the anatomy and the bmw universal guide wire was found separated inside the guide catheter. The separated segments of guide wire were removed from the guide catheter. Intravascular ultrasound was performed and the procedure was completed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The returned device analysis identified the reported guide wire separation. A search of the complaint handling database was performed and no other incidents were identified from this lot for guide wire separation issues. A review of the lot history record identified no manufacturing nonconformities issues to the reported lot that would have continued to this event. Although a product issue was identified, it was concluded that this is an isolated issue and does not effect a larger population; therefore no product action is required. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). Correction: a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.